Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level at the time of incident was 430 mg/dl. Customer reported symptom as thirsty for high blood glucose level. No information whether auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.